Manufacturer narrative:
Updated field: b4, e1 (event site mail) g1, g3, g6, h2, h6(medical problem code, component code, investigation findings , investigation conclusion, type of investigation), h11 corrected field: g2 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and the fse did not notice any power supply problem, the fse did several tests and could not find any errors. The fse have checked the correct switchover from mains to batteries and vice versa. The trolley correctly detects the console. The electrical safety test indicates no problem. The cardiosave console is functional. Functional check with patient simulator and iapb consumable. Functional tests with simulator (pressure signal, ECG signal). Equipment tested according to the manufacturer's protocol and operational.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power supply failure. It was found during user training provided by the application engineer that the cardiosave hybrid counterpulse console did not switch to mains power. There was no patient involvement.